Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip fell off inside the patient when the surgeon would go to clip a duct. The issue happened three times and then the customer obtained a new clip applier instrument which worked fine. There were 9 out 100 uses remaining. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no damage or anything out of the ordinary found. The clip was retrieved with a robotic forceps instrument. All the fallen clips were retrieved, which was confirmed by counting. No additional surgical procedures were required to remove the clips. No post-operative tests were performed to check for any remaining fallen clips. The patient has not returned to the hospital due to experiencing any post-surgical complications. Medium large weck or hem-o-lok clips were used. The vessel or tissue bundle was not greater than 10mm. The issue occurred during the first attempts to apply a clip.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis (fa) evaluation. The medium-large clip applier instrument was analyzed and fa investigations replicated/ confirmed the customer reported complaint. The medium-large clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and is able to retain clip through engagement, but cannot apply the clip). The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clips would fall off into the patient. The instrument was also found to have both tall input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. Additionally, the medium-large clip applier instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibited orange discoloration.